Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and patient hospitalization were not reported. The patient was treated with an unspecified antibiotic intraperitoneally for this event. At the time of this report, the patient was recovering and pd therapy was ongoing. The reporter declined to provide additional information.